Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specification. However, unit received with corroded battery tube. Unit was monitored and no blank display anomalies or battery out limit alarms noted. Unit passed self-test, unexpected restart error test, rewind and displacement test. However, unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor (gold). No time and date reset noted. Unit received with cracked battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit and blank display. Customer's blood glucose at time of incident was 80 mg/dl. Customer is call back after the off no power, low battery and failed battery test issue and had gotten a replacement cap for those problems. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.